Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device had an inadequate seal but was addressed immediately during the case. It was noted that there was a re grasp alarm and end tone in some firings. There was a minimal bleeding, no transfusion required. They used another like device and it worked fine. There was no patient injury.